Event description:
The customer reported that a surgery was being performed to insert a pacemaker in an elderly pt and an unk type of instrument sparked. The surgeon asked that the power level of the device be increased and sparking was still noted. The surgeon then noticed that there was an operating room fire and the pt received a burn to the face. The site indicated that the generator was not involved with the causation of the fire and the fire was likely due to a large amount of oxygen that was being delivered at the time of the incident and there was a build-up of oxygen under the drape, thereby causing the fire. The pt eventually died after the procedure. The site reported that the pt was very old and very sick and the pacemaker was seen as a last chance effort for the pt. An autopsy report has been requested.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete, a f/u report will be submitted.